Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 5084671.

Event description:
It was reported that the patient experienced pain at the lead extension site as the connection felt close to the skin. It was assessed that the patient's scarring pulled the lead extension connection to the surface of the incision. The patient underwent a procedure where the lead extension connections were buried deeper. The patient was doing well post operatively.